Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was unloading their sterilizer. No report of injury.

Manufacturer narrative:
All instruments subject of the reported event were reprocessed prior to use. A steris service technician arrived onsite to inspect the transfer carriage and found that it was damaged. Upon further inspection, the technician found that the transfer carriage's locking pins did not align with the sterilizer's docking station allowing the wheels to become unlocked resulting in the reported event. The transfer carriage subject of the reported event has been removed from service. The user facility was provided with a replacement transfer carriage. No additional issues have been reported.